Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue of 'downstream occlusion' could not be reproduced during evaluation. A review of the event history log did identify multiple 'downstream occlusion!' Messages as evidence of the reported issue however these may result from typical use of the device. The device was tested and able to occlude properly at specified ranges. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.